Manufacturer narrative:
(B)(4). Unable to establish contact with the customer to replace the meter and get product back for investigation - manufacturer has made several attempts. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure customer's condition - unable to establish contact with the customer at this time. Most likely underlying root cause of malfunction: user had an inaccurate reference. Note: several follow-up call were made in an effort to contact the customer; was unable to establish contact with customer. Left message on customer's voicemail.

Event description:
Customer sent an email 12/4/16 which states, "I have a meter that I think is giving me a false reading. It seems to be reading hi. The other day it was 243 in the am and I took 45 units nph n which I take every morning ate small orange and yogurt short time latter become dizzy whet to ER they took my blood sugar it was only 70 I think it has been reading wrong lately is their someway I can check to make sure it is accurate?" An email response was sent to the customer apologizing for the inconvenience and requesting a call back due to a phone number not being provided. Customer called on (B)(6) 2016 regarding concern with results and to find out customer's condition, with no answer. Meter information was obtained when customer called in and left a message.